Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: the batter compartment was cracked from the case seal to grip. Opened pump and removed from case. Corrosion under motor flex connector, on force sensor plate, internal battery and other components. There was no evidence in the black box of a date and time reset. There was evidence in the history that the date and time had reset. Unable to run pump for 24hrs due to a cs 078-0008 alarm during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and moisture in the pump. This report is made based on the results of an investigation completed on (B)(4) 2014.